Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. However it was reported that the patient line disconnected from the transfer set due to a loose connection, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homchoice device during drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line had become disconnected from the transfer set. The power was cycled to clear the alarm. The patient planned to restart therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.